Event description:
Attempting to use pacer on CPR pt. The lifepack kept turning off pacer. This happened several times. Unable to keep a paced rhythm continuously. Pads were also used to shock v-fib x 3=200j, 300j, 360j and also 360j again.